Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The result of the return device analysis did not confirm the reported gripper actuation issue. Additionally, reported difficult to remove from anatomy could not be tested in the testing environment as it was related to operational context. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot-specific product quality issue from this lot. The reported difficult to remove from anatomy appears to be due to the user technique/procedural circumstances. A definitive cause for the reported gripper actuation issue, could not be determined. The reported tissue damage was due to reported difficult to remove from anatomy. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the tissue damage and gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced into the patient anatomy however interacted with the chordae. The clip was retracted into the left atrium (la) when a flail was noted. The gripper arms were then tested when it was noted only one gripper arm would lower. The cds was removed from the patient. Two clips were implanted, reducing the mr to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.